Manufacturer narrative:
Qn # (B)(4). Additional information received states "no patient harm reported. The customer used another device to complete the procedure." The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The trigger was not returned partially engaged. Evidence of use in the form of biological material was present on the stapler. The stapler was received with 24 staplers remaining in the cartridge indicating that at least 11 staples were fired by the end user. Functional inspected was performed by attempting to fire staples from the returned stapler. Upon hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staple jamming but did not know whether it was used on a patient."

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that "staple jamming but did not know whether it was used on a patient."